Event description:
Information received indicates the right siderail will not latch due to missing top rail ratchet rivets.

Manufacturer narrative:
The technician replaced two ratchet rivets to repair the stretcher.